Manufacturer narrative:
The device was not returned to the factory for evaluation as the fse/clinical specialist was already onsite and tested the devices and established there was no product malfunction. The monitor and central were both tested, both devices worked as normal. The alarm logs from the monitor and central both show that the devices produced visual and audible alarms during the time of the alleged malfunction. The alarm logs confirmed that the monitor and central both functioned as designed and intended during the time of the alleged malfunction. The monitor is in continual patient and clinical use at that ward. The field service engineer (fse)/clinical specialist was already onsite and tested the devices and established there was no product malfunction. The monitor and central were both tested, both devices worked as normal. The alarm logs from the monitor and central both show that the devices produced visual and audible alarms during the time of the alleged malfunction.

Event description:
The customer reported that the monitor and central station did not alarm red alarms audible or visible. Nurses were notified by another patient within the room and started resuscitation without success; the patient died. The patient was being monitored using ECG and spo2. No further information is available.